Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus medical systems india (omsi). Omsi checked the subject device and found that the reported phenomenon was duplicated due to the failure of the printed-circuit board. In addition, omsi found that the front panel of the subject device did not light up after the subject device turned on due to the failure of the printed-circuit board. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus medical systems india (omsi). Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. Based upon the information from omsi, omsc considered that the reported phenomena were attributed to the wear of the printed-circuit boards by repeatedly long-term use because six years had passed from the subject device had been manufactured.

Manufacturer narrative:
The subject device is planned to be returned to olympus but has not been returned to olympus yet. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the routine inspection, the subject device had problem. The field service engineer (fse) checked the subject device, it was found that the color bar image was displayed (the endoscopic image was not displayed). There was no report of patient injury associated with the event.